Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (year not specified) at 10am. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient's diabetes management is not known and it is not clear what action the patient took in response to the alleged meter issue. As a result of the alleged meter issue, the patient reportedly developed a symptom of dizziness; however, it is not clear when her reported symptom began. According to the csr's documentation, at the same time of the alleged meter issue, the patient reportedly was being rushed to the emergency room; reason not clear. The patient's blood glucose reading(s) prior to the start of the alleged issue is not known and it is not clear what action the patient took in response to her previous readings. During the patient's time in the ER, it is not clear what treatment (if any) the patient was administered. The patient reportedly had tested (date/time not clear) with a clinic's meter, however, the reading is not known. According to the csr's documentation, the alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 (04/04/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.